Manufacturer narrative:
It was reported that the patient was implanted a durom acetabular component 54/48 code n in 2008 and revised on (B)(6) 2016 due to pain. The quality records indicate that these components met all requirements to perform as intended. Trend has already been identified in (B)(4). The compatibility check showed that the product combination was approved by zimmer. The products were received for investigation and a visual examination was performed: the durom cup showed damage from the revision surgery such as nicks slight scratches; the porous coating of the durom acetabular component exhibited lack of bone on growth; on the inner surface of the head adapter surface changes due to fretting corrosion could be found. No further investigation (like wear measurement) required as according to the examination performed this issue is known and addressed in (B)(4) (error pattern: corrosion at the stem/taper adapter, lack of bone on growth of the cup, loose cups, pain, osteolysis, milky fluid in the joint space, and higher ion release). At least one of these error patterns is observed in this event. A field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the u.s. Detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an additional warning statement, already documented in the instructions for use which accompanies the devices. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprothesis'. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 54/48 code n on an unknown side (exact date not reported) .the patient was revised on (B)(6) 2016 due to pain.

Manufacturer narrative:
It was discovered that this case is duplicate of (B)(4) - same patient and event details. All the documents were transferred and updated to (B)(4) with manufacturer report number 9613350-2013- 02166. Please invalidate this case from your system as it is a duplicate. Zimmer gmbh will invalidate this case from the system. Zimmer reference number is (B)(4).